Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient presented with complaints of dizziness and palpitations. Upon interrogation it was noted that the right ventricular (rv) and right atrial (ra) leads exhibited loss of capture at maximum outputs. There was also asystole greater than two seconds on the rv channel for this pacemaker dependent patient. The rv lead also exhibited increased pacing impedance measurements. A revision procedure was performed where the physician experienced difficulty removing both the rv and ra leads. Further investigation found that the rv lead was attached to the atrial lead. Subsequently the leads were laser extracted and the pacemaker remained in service. New ra and rv leads were successfully implanted. No additional adverse patient effects were reported.